Event description:
It was reported that during patient use, the ventilator's upper display was changing colors. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was to replace the graphic user interface (gui) central processing unit (cpu) and the covidien customer service engineer (cse) is to install software to resolve the reported issue.